Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The meter would not send their blood glucose over to the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alert history was reviewed. It was noted that they had multiple no delivery alarms and a radio frequency failed self-test. The customer was assisted with performing a self-test but the insulin pump did not alert a self-test complete. The customer also reported of a past no delivery. The customer reported the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.